Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has experienced high blood glucose few times and he has received no delivery alarms. It was stated that after changing the infusion set it wasn't occluded or bent. Blood glucose value was 480 mg/dl. Customer treated with the insulin pump after the set change. It was reports the alarm was resolved by a complete set change. Nothing further reported.